Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28132. Related manufacturer reference number: 2017865-2021-28133. It was reported that the patient presented to the hospital on (B)(6) 2021 with signs of infection. After examination, the implantable cardioverter defibrillator (ICD) and the right atrial (ra) lead were explanted on (B)(6) 2021 and the left ventricular (lv) lead was explanted on (B)(6) 2021. Since patient was ICD dependent, physician implanted a temporary left ventricular lead on the same day for pacing. The whole system was replaced and new system was implanted on the left side. The patient was in stable condition before, during and after the procedure.